Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of "defective" connectors, both output connectors were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular input connectors on the external pulse generator were defective. It was requested that they be replaced. The generator was returned for service. There was no patient involvement.